Event description:
It was reported that a balloon rupture occurred. A 10 mm x 2.00 mm wolverine coronary cutting balloon monorail was used to dilate the moderately calcified lesion and on the second inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another manufacturer's device. No patient complications were reported and the patient's status was stable.